Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the cap button component has fractured. Pra (preliminary risk assessment) 103113978 was held on january 30, 2015 to evaluate patient risk. Based upon the provided information, the team decided there is no additional patient risk. The root cause is design. A co (103102139) has been initiated to change the material of the modular capture button to stainless steel. With this change, the functionality of the button will remain the same, however, the change in material is expected to improve the overall robustness of the component. This change will also affect the finished good modular captures (254500044, 254500045, 254500046, 254500047) with an update to switch the button component at a later date following lifecycle testing of the new design. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument was found broken in set upon cleanup and staging phase.